Manufacturer narrative:
We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If the device is returned for evaluation, this investigation will be reopened. An evac 70 was reported; however, the correct part number was not provided. Also, the location of the leak was not reported; therefore, it is possible the water ¿saline¿ leaked from the tip which could be caused by having the roller clamp set wide open prior to activation or insufficient suction. It is also possible that water ¿saline¿ leaked from the saline line which could have been a result from an attempted to separate the suction and saline lines and in doing so the saline line was inadvertently ripped.

Event description:
It was reported that a current leak occurred during a tonsillectomy procedure. No patient/user injury or other complications were reported.